Manufacturer narrative:
The insulin pump was received with pump error 35 noted in the insulin pump history and critical pump error due to out of specifications force sensor zero off set also, unable to verify button keypad unresponsive due to open book. No damage was found on the keypad assembly noted. No stuck button alarm during our testing. No unlocked keypad connector was found on the printed circuit board during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.